Manufacturer narrative:
This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery remaining was 40% in january and currently it is at 11%. Device data confirmed the power consumption is increasing in a gradual fashion and technical services recommended device replacement. Currently the device remains in service. Additional information was later received that confirmed the device has been explanted and replaced successfully. No additional adverse patient effects reported.